Event description:
A report was received that the patient had a non-device related (B)(6) infection at the pocket and lead site. The patient underwent an explant procedure of the whole scs system.

Event description:
A report was received that the patient had a non-device related methicillin-resistant staphylococcus aureus infection at the pocket and lead site. The patient underwent an explant procedure of the whole scs system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm) model #: sc-4316, lot #: 16013533, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.